Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, at the endotracheal intubation interface, the anesthesiologist found that the interface was detached after intubation. The customer reported that the connection at the standard 15mm interface of endotracheal intubation could be moved. The customer mentioned that this connection was easy to fall off and it needed to press the connection hard before intubation, so as not to fall off. It was indicated that the device was replaced.